Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: (B)(4) implantable pulse generator (ipg) (B)(4).

Event description:
It was reported that there was a right ventricular lead dislodgement and that the lead was replaced. The patient was enrolled in the minerva post market clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.